Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pancreatectomy, at the time it was stapling, the device did not close properly and the surgeon failed to staple. Another product was used to resolve the issue.